Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the 3.0x08mm rx xience skypoint stent delivery system (sds) was unable to cross the proximal rca to reach the target mid rca, despite multiple attempts. The sds was removed and additional pre-dilatation was performed. The sds was then re-inserted however again failed to cross. It should be noted that the xience skypoint instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case it is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 medical device problem code: 2017, re-insertion. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the mid right coronary artery (rca). The 3.0x08mm rx xience skypoint stent delivery system (sds) was unable to cross the proximal rca to reach the target mid rca, despite multiple attempts. The sds was removed and additional pre-dilatation was performed. The sds was then re-inserted however again failed to cross. During removal of the undeployed sds, resistance was met with the guideliner and the stent dislodged in the proximal rca. Attempts to remove the undeployed stent with a snare and balloon dilatation catheter were unsuccessful; therefore, the stent was crushed against the vessel wall in the proximal rca with a balloon. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.